Event description:
It was reported that the patient underwent an occipital cervical fusion. It was reported that four set screw slipped during insertion into the bone screw. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.